Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had a low blood glucose that was down to 40 mg/dl. The customer treated their low blood glucose with food. The customer does a lot of exercise. The customer would not show any signs of having a low blood glucose. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.